Event description:
Customer reportedly obtained a result of 389mg/dl on the compact plus system and took 6 units of humalog as a result. Within approximately 90 minutes, the customer went to the emergency room, where the compact plus system read 105mg/dl and the professional device read 32mg/dl. Customer reportedly passed out for a few minutes and then received dextrose and food. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.